Manufacturer narrative:
The technician found a defective hook on the slingbar when he investigated the product. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lit. It is unk if the facility performs preventative maintenance on their lifts. The technician replaced the slingbar to resolve the issue. The investigation is ongoing, however, if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the hook on the slingbar was broken. The lift was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).